Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not working and there were black dots and marks on the screen. Customer also mentioned having a partial display. Mother declined troubleshooting for the high blood glucose readings. No further information reported.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked j2 lcd keypad connector. The insulin pump passed the displacement, rewind, basic occlusion, prime, compromised force sensor and excessive no delivery test however, unable to perform the occlusion test due to no up arrow button response. The insulin pump passed self test. There was no missing segments noted, but lcd is bleeding. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.